Manufacturer narrative:
The MFR has notified the FDA of the recall on 04/13/2010.

Event description:
The caller reported that they had a tube that was leaking and would not hold air. The pt was taken to the emergency room and was reintubated on thursday (B) (6) 2010.